Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the pacemaker (pm) exhibited low out-of-range pacing impedance. Upon in-clinic interrogation the next day, it was found that there was loss of capture as well. It was believed that events of low pacing impedance and loss of capture were due to premature battery depletion which suspected to be caused by moisture in the header of pm. No intervention was performed. Patient condition was stable.